Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the component orders were not crossed. The customer stated this malfunction was impacting multiple patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that component orders were not crossed. A senior integration engineer created str-proc to clear the order conjunction value because the customer's pade interface was not able to send an acceptable value of s, a, or c. The customer re-entered an order and confirmed it crossed over to pyxis es successfully. The system functioned as intended after the senior integration engineer resolved the issue.